Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h10. Visual inspection of returned product found it to exhibit signs of repeated use (nicked / gouged) and the pad is fractured. All fractured pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event can be attributed to normal wear and tear of the device. The device has been in the field for approximately six years and six months, having been used an unknown number of times. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the femoral impactor pad fractured when impacting the femoral implant onto the femur. There was no patient impact. A second instrument was utilized and the procedure was completed without incident.